Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noisy signals on the right atrial (ra) and right ventricular (rv) lead channels after the pocket was closed. The ra and rv leads are non-boston scientific products. The rv lead channel exhibited low out of range pacing impedance twice, but the impedance improved after. The physician decided to turn off tachycardia therapies and reprogram the device. The patient stayed in the hospital overnight. The physician will create a new plan of care. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noisy signals on the right atrial (ra) and right ventricular (rv) lead channels after the pocket was closed. The ra and rv leads are non-boston scientific products. The rv lead channel exhibited low out of range pacing impedance twice, but the impedance improved after. The physician decided to turn off tachycardia therapies and reprogram the device. The patient stayed in the hospital overnight. The physician will create a new plan of care. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted. No additional adverse patient effects were reported.